Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Two synergy ii drug eluting stents (des) were successfully deployed in the lesion. However, the stent delivery system of the second 3.50 x 28mm synergy ii des ¿accordioned¿ or compressed on the balloon catheter shaft and could not be pulled back into the guiding catheter. Several attempts were made at inflating and then deflating the balloon. Deployment pressures and inflation times for the 3.50 x 28mm synergy ii des were done at 16 atmospheres for 28 seconds, 14 atmospheres for 13 seconds, 6 atmospheres for 10 seconds and 16 atmospheres for 11 seconds. Finally, the sds was withdrawn from the patient along with the samurai guide wire and non-bsc guide catheter as one. The procedure was completed and post angiogram revealed excellent result. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis within a 6f guide catheter loaded on a 0.014¿¿ guidewire. 11mm of the device was protruding out of the distal end of the guide catheter. The stent was not returned for analysis as it was deployed in the patient. The distal portion of the balloon body visible in the guide catheter was creased and bunched. The device was pushed distally through the guide catheter, exposing the full balloon. The balloon appeared creased/twisted towards the proximal end and bunched on the distal end of the balloon. Using an encore inflation device, the balloon was inflated to rated burst pressure with no issue. The balloon deflated within measurement. After deflating the balloon, the device was removed from the guide catheter by pulling it in a proximal direction. The device was removed from the guide catheter without issue. A visual and microscopic examination of the bumper tip showed signs of damage. Upon return, 298mm of the hypotube was visible. A visual and tactile examination of the hypotube found multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. Two synergy ii drug eluting stents (des) were successfully deployed in the lesion. However, the stent delivery system of the second 3.50 x 28mm synergy ii des ¿accordioned¿ or compressed on the balloon catheter shaft and could not be pulled back into the guiding catheter. Several attempts were made at inflating and then deflating the balloon. Deployment pressures and inflation times for the 3.50 x 28mm synergy ii des were done at 16 atmospheres for 28 seconds, 14 atmospheres for 13 seconds, 6 atmospheres for 10 seconds and 16 atmospheres for 11 seconds. Finally, the sds was withdrawn from the patient along with the samurai guide wire and non-bsc guide catheter as one. The procedure was completed and post angiogram revealed excellent result. No patient complications were reported.